Manufacturer narrative:
Exemption number e2016018 b. Braun medical, inc. (Importer) is submitting this report on behalf of b. Braun melsungen ag (manufacturer). This report has been identified as b. Braun melsungen ag internal report # (B)(4). No sample has been returned for investigation. The batch record could not be reviewed since the lot number is not known. Without the actual sample or lot number, a thorough investigation can not be performed. All available information has been forwarded to the actual manufacturer. Note: this report is being filed for the adverse event that required surgical intervention. A second report was filed for the same event, under MFR report number 9610825-2017-00241, to capture the product problem.

Event description:
As reported by the user facility (translation of user facility information by bbm sales organization in denmark: broken cannula. About 3 cm left inside of patient, which required an extra operation to remove.